Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 30s-40s (mg/dl) for 2-3 weeks. Customer consumed glucose tablets or juice to treat bg levels. Troubleshooting with tandem technical support revealed that the time on the pump was off by 2 minutes. Tandem technical support assisted the customer with changing the time. Otherwise, troubleshooting indicated that the pump was performing as intended. Recommendation was made to consult with a health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data showed four low blood glucose (bg) levels recorded between the event date of (B)(6) 2016, and the awareness date of (B)(6) 2016. Between these dates, the basal insulin rate settings were not changed. There was no erratic or unusual bolus requests. Pump data did not record any unusual activity. There is no evidence of a pump malfunction that caused or contributed to the low bg events.